Event description:
Additional information indicated that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurement. Boston scientific technical services (ts) suggested monitoring since patient is pregnant and advised to conduct a commanded shock after giving birth. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent information indicated that this system continued to exhibit high shocking impedance measurements greater than 125 ohms. The patient delivered a baby recently and the physician planned to have the patient visit the office for a check. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited an increase in the shock impedance measurements from 79 to 117 ohms, which had been stable for the past several years. Boston scientific technical services (ts) provided options for troubleshooting. However, no imaging was performed as the patient is pregnant and the physician has elected to continue monitoring. Subsequent information received, indicated that the system exhibited high out out-of-range shock impedance measurements. A local field representative reported that the patient gained a little weight due to the pregnancy and the physician has reserved further in-clinic testing after the patient gives birth. This system remains in service. No adverse patient effects were reported.